Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer received an insulin flow blocked alarm. Blood glucose level at the time of the incident was unknown. Troubleshooting was completed for the insulin flow blocked alarm. During troubleshooting for the insulin flow blocked alarm, the customer reported insulin did not exit and there was greater than normal resistance against the reservoir plunger. It was advised that the alarm was caused by a reservoir- to-infusion set connection issue. No harm requiring medical intervention was reported. The product is not expected to return for analysis.